Event description:
It was reported that a leak was observed at the blue clamp during cassette preparation and prior to use. No clinical consequence observed.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: the report was submitted in error., corrected data: corrected information provided in h10.